Event description:
It was reported that, "the doctor placed 3mm apex pin in tibia. The tip of the pin broke off in far cortical bone. X-ray taken shows tip left in pt."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.